Event description:
An alarm 2 followed by alarm 26 was reported by the caller, indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to try multiple corrective actions involving tightening and repositioning the tubing, but the occlusion alarm recurred. Ultimately, it was determined that the occlusion was caused by the blockage in the cartridge, and the customer changed supplies accordingly and resumed insulin therapy.